Event description:
It was reported that the duodenovideoscope had a stent that became stuck. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel mount unit has foreign objects, distal end has foreign objects, adhesive around light guide lens has wear and adhesive around objective lens has wear. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of channel tube, forceps cannot be inserted. The most probable cause of the adhesive around light guide lens has wear, adhesive around objective lens has wear is cause traced to component failure and for channel mount unit had foreign objects, distal end had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.